Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon indicated that valved cannula was leaking during the vitrectomy procedure. The procedure was completed with no harm to the patient. A sample is not expected to be returned for evaluation.

Manufacturer narrative:
Additional information: a device history record (DHR) review was conducted; no anomalies were found. No additional investigation is required based on the DHR. A complaint history examination indicates that this is the seventeenth complaint against the components of the reported final lot. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).